Event description:
Healthcare professional reported within 2 weeks of injection with juvederm voluma with lidocaine in the cheeks, as well as juvederm ultra xc in the cheeks and nasolabial folds, the patient developed an infection and scar tissue at the right cheek. The patient returned to the office approximately 2.5 weeks after injection and the healthcare professional "drained" the symptom site. Approximately 5 weeks later, the patient was prescribed keflex and radio frequency therapy to hasten resolution of symptoms. Four days later, the symptom site was drained once again; the healthcare professional considered the "drainage" treatments necessary to prevent permanent damage. Approximately 1 month after the second "drainage" treatment, patient symptoms resolved. This is the same event and the same patient reported under MDR ID number 3005113652-2014-00056 (allergan complaint 1062537). This MDR is being submitted for the second suspect product, juvederm voluma with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. The event of an infection and subsequent development of scar tissue is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.